Event description:
Patient states that she dropped her cadd legacy one pump on the floor in the bathroom, it did not get wet and exterior looks fine but when she tries to use it, it gives her an error message of 1210. She provided pump serial number of (B)(4). No clinical injury reported. Patient will return device for investigation and pharmacy is sending a replacement. Dates of use: from (B)(6) 2017 to ongoing. Diagnosis or reason for use: pah.